Event description:
Tpn filters were faulty; no fluids would come through the filter when the tpn was hung. After about 5 tries on the pt, the pt was switched to dextrose 10% until we realized the next day that it was due to filters with a specific lot number. Once we switched lots, the tpn ran fine. Product: total nutrient admixture filter from (B)(4), lot: 033711, exp: 2015-07.